Manufacturer narrative:
This report will be updated once additional information becomes available.

Manufacturer narrative:
An in-depth review of this case by our patient safety advisory board was performed. The review concluded the evidence indicated the observed out-of-range impedance was likely consistent with normal operation. The stable thresholds, absence of noise or dramatic impedance, as well the normal amplitude measurements, indicated the high impedance was likely not related to a connection issue or product deficiency.

Event description:
Boston scientific received information that during a routine device follow up, out of range right ventricular (rv) pacing impedances were seen. Daily measurements showed high impedances since lead implant. All other measurements were normal and no noise was seen on the electrocardiogram. The physician elected not to perform a revision procedure but instead to monitor the patient. No adverse patient effects were reported.